Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 5f sheath after a gastrointestinal bleed embolization interventional procedure. Reportedly, the trigger button could not be pressed and the clip was not deployed. The starclose se device got stuck with the tissue and was successfully removed using the safety mechanism. No tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam and failure to fire the trigger button could not be confirmed as the clip was deployed during returned device analysis. The reported difficulty removing the device could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulties deploying the clip/ trigger button and difficult to remove the device, include, but not limited to, inadequate nick and spread of the tissue tract, user presses firing button (#4) prior to full advancement of thumb advancer, safety release button or access port release mechanism not used when required. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.